Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular (lv) lead, the right ventricular lead dislodged when introducing the sheath for the placement of the lv lead. The lead was repositioned and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.